Event description:
The manufacturer received information alleging a ventilator's oxygen could not be calibrated. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module and oxygen valve were cleaned to address the issue.